Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Follow up information received confirmed that the reason for the revision/ins replacement was a coverage issue but it was unknown if it was device-related. It was noted that with re-education and post discussion with the manufacturer¿s representative, the patient was doing well and receiving effective therapy. If additional information is received, a follow up report will be sent.

Event description:
The patient underwent a revision. The implantable neurostimulator (ins) and lead were pulled. The reason for the revision was believed to be because the patient¿s coverage was not good enough. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.